Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "malfunction" was accuratley checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging diabetes and stages of heart failure. Patient also alleged of having headaches, hearing difficulties, itchy skin, worsening symptoms of breathlessness, discomfort from lower back pain, swollen stomach, sore throat, sinuses, congestive pain, edema and low potassium, fatigue, feeling choked, erratic reading of blood sugar, eyes and hearing are bad, productive cough, tongue and throat felt burned. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR). Section b2 was made other serious (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 code health effect - clinical codes and health effect- impact code was corrected.